Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl and low blood glucose of 60 mg/dl. The customer stated that they treated the high blood glucose by bolus. The customer declined to troubleshoot. The customer also reported that they received no delivery alarm but they were able to resolve. The insulin pump will not be returned for analysis.